Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly 0.12¿ from the base. A broken piece was returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the teflon felts peeled of partially off of harmonic ace during energy application/use but did not fall in patients. The procedure was completed robotically with no injury /harm to the patients. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the teflon felts peeled of partially during energy application/use but did not fall in patients. There was no fragment fall into the patient.